Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR. Report: 1627487-2018-11341. It was reported the patient¿s scs system was not providing adequate pain relief. The patient reported never having relief from the system. As a result, the patient's scs system was replaced.

Manufacturer narrative:
Additional information was obtained.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2018-11341. Follow-up information provided the patient¿s therapy has been restored. The patient is doing well with new programming.